Event description:
It was reported that the system would reboot itself when the interconnect cable was touched. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.